Event description:
It was reported that the patient experienced infusion flow block alarm due to occlusion event on 18 mar 2026. Due to the event, patient experienced high blood glucose level and treated with correction bolus via pump. The site of insertion was abdomen. The patient changed soft cannula infusion set only and resumed insulin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.